Event description:
The pt was implanted with a siltex saline mammary prosthesis on 4/2/1996. Subsequently, the pt experienced an infection and seroma of the breast. The device was removed on 2/20/1998.